Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called the hospital night of (B)(6) 2020 due to experiencing a controller fault alarm, however, the patient was asymptomatic. The patient¿s international normalized ratio (inr) 1.92 the day before. The patient¿s primary system controller was exchanged for the backup system controller. The lvad parameters were 9400, flow 5.1, pulsatile index (pi) 6, power 5.7. Parameters within normal range. The patient was discharged home from emergency room and will follow up with patient or sooner if alarms return.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a controller fault alarm was confirmed with evaluation of the returned system controller. The system controller was connected to laboratory equipment and operated with yellow wrench and low flow hazard alarms; however, the flow gauge indicated there was flow present. Disconnection of both power cables resulted in a complete loss of power and the test lvad stopping. The evaluation determined a fluid ingress issue that resulted in corrosion damage on the circuit boards of the system controller. The corrosion damage was extensive and resulted in several functional issues during the analysis. The data retrieved from the system controller captured events consistent with the evaluation. The reported event of no external power alarm was confirmed with the submitted log file. The log file captured data entries from (B)(6) 2019 and (B)(6) 2020. It was noted there was corrupted data captured after the events on (B)(6) which shows zeroes on the data entries. The log file captured no external power alarm events on (B)(6). On (B)(6) a low voltage advisory alarm was captured relating depleting 14v batteries. The 14v battery was disconnected from the black power cable first then was followed by disconnection of the 14v battery. This resulted in the no external power alarm to become active. Higher capacity 14v batteries were connected to both power cables and all alarms cleared. These sequences of events indicate a double power disconnection when the 14v batteries were exchanged. On (B)(6) at 11:35 pm, the black power cable was disconnected from the mobile power unit (mpu). The white power cable was disconnected shortly after resulting in the no external power alarm. The alarms cleared after both were reconnected to the mpu. There sequence of events indicates a double power disconnection. 55 minutes later at 12:30 am, the voltage values indicate a loss of power on both power cables from the mpu. Power source was exchanged to the 14v batteries and the alarms cleared. The loss of power from the mobile power unit is an incidental finding and will be addressed in the mpu investigation. It is noted the log file appears to have been retrieved from a second system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 and h4: additional information.